Manufacturer narrative:
There was no report of patient harm or any intervention required. There is currently a pending investigation. Nova is requesting additional information and further details will be provided in a supplemental report.

Event description:
The customer reported patient discrepant pco2 result on prime plus analyzers sn (B)(4) when compared to another prime plus analyzer. The respiratory therapist questioned the results and did not report the results. Therefore, no patient was not treated based on the results. It was also reported that the customer was able to replicate the issue using another specimen. No patient impact was reported. The customer has discarded the consumables, and they will not be returned for evaluation. It was also reported that the customer was able to replicate the issue using another specimen.

Manufacturer narrative:
UDI: (B)(4). As reported by the customer, the patient reported discrepant pc02 results on the prime plus analyzer. Device history record (DHR) reviews for the prime plus analyzer, sn (B)(6), prime plus microsensor card coox, lot 20087004, prime plus calibrator cartridge, lot 20058083, prime plus auto qc cartridge, lot 19318029, and prime plus bun creatinine blank sensor card, lot 19176034 were performed by the quality control manager. The review included an assessment of the production, testing, and release of the analyzer, sensor card, qc and calibrator batches. No abnormalities or concerns were observed; the DHR indicated that the released product met all specifications. The databases for both analyzers were returned and reviewed. Qc and slope values were within established ranges for both analyzers. Testing of retained sensor cartridge, lot 20087004, met the acceptance criteria for pc02 performance. The bias observed by the customer could not be reproduced. Based on the outcome of this investigation, the root cause is not believed to be systemic as retained sensor card testing confirmed no issue with the reported lot and replacement of parts corrected the issue. Trends will be monitored for this or similiar complaints.